Event description:
It was reported that the patient with this pacemaker system visited the hospital after experiencing dizziness and lightheadedness symptoms. The patient was checked, and the heart rate was found to be in the bradycardic rate 40 beats per minute (bpm) range. During device interrogation, this right ventricular (rv) lead was found to exhibit loss of capture (loc). Subsequently, an emergent lead revision procedure was performed. The rv lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.